Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity and uterine pain. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), rash ("rashes or skin conditions") and vaginal discharge ("vaginal discharge"), underwent adhesiolysis ("surgery (other) type of surgery: adhesiolysis") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016: bilateral salpingectomy other (please specify) ¿ adhesiolysis, surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, adhesiolysis, dyspareunia, weight increased, alopecia, rash and vaginal discharge outcome was unknown. The reporter considered adhesiolysis, allergy to metals, alopecia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received events "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), nickel allergy, rashes or skin conditions, migraines / headaches, surgery (other) type of surgery: adhesiolysis, dyspareunia (painful sexual intercourse), pain, weight gain, hair loss, vaginal discharge , she did not undergo essure confirmation test" were added. Concomitant drug and medical history were added. Reporter, product and patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.